Event description:
According to the report of (B)(6) 2014, in situ testing shows 7 electrode channels with status hi. An accident or trauma is not known. The clinic plans to try remapping and monitoring the patient before a decision for re-implantation is made.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.